Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2017 and presented on (B)(6) 2017 with trace diffuse lamellar keratitis (dlk) stage I and epithelial slough in right eye. The topical steroid dosage was increased. It was stated that the patient had no loss of best corrected visual acuity (bcva) however, left eye had one line less visual acuity when compared to prior to treatment. The patient complained of blurry vision in right eye more than left eye. Patient reported symptoms are not interfering with daily activities. Patient's symptoms resolved on (B)(6) 2017. Bcva from (B)(6) 2017: right eye pre-op 20/20 2.00 x .00 x 90, left eye pre-op 20/20 2.50 x -.50 x 106. Bcva from (B)(6) 2017: right eye post-op 20/20 .00 x -.50 x 160, left eye post-op 20/25 .50 x -.75 x 115.